Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
It was reported that this device was explanted and replaced due to an abnormal rate of battery depletion. The explanted unit was later returned for analysis. No resulting adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
It was reported that this device was explanted and replaced due to an abnormal rate of battery depletion. The explanted unit was later returned for analysis. No resulting adverse effects were reported.